Event description:
It was reported that the insulin pump buttons were not fully responsive. The insulin pump was not dropped or exposed to moisture. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Electronic stack was disassembled and reassembled; monitored with no e52 alarms noted. Unable to perform further tests due to constant e52 alarm loop during boot up. E52 alarm was isolated to electronic assembly. The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. Moisture damage on lcd board noted during visual inspection.